Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The cause of crack in the cylinder connecting tube was not detailed by the hospital. The pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The cause of crack in the cylinder connecting tube was not detailed by the hospital. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leakage test. Functional test revealed that the pump failed the activation test. Based on the information available and analysis results, the reason for the mechanical issue was most likely determined to be the pump failure activation test from the functional test performed; therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Concomitant product uid for reservoir: (B)(4).